Event description:
It was reported that there was access site bleeding. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred during the procedure. One (1) day post procedure the patient reported to the emergency room due to access site bleeding. The patient returned two (2) days post procedure to the emergency room again for access site bleeding. Five (5) days post procedure a nurse was visiting the patient at their home to change the access site bandages. No additional treatments or interventions were planned at that time.